Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the proximal ulna fracture with the screwdriver in question. During the surgery, the surgeon could not insert the locking screw into the bone completely because the head of the locking screws were getting worn-out. The torque limitation mechanism seemed not to be working properly. Both the surgeon and a supervising physician tried to insert very carefully, but the problem didn¿t improve. The surgery was completed with the screw inserted incompletely. It is unknown out of six screws which screw was inserted incompletely. The surgery was delayed by less than thirty (30) minutes. The surgeon commented that there is a possibility that either the connection of the screwdriver and the screw was incomplete or the torque limiting attachment was defective. The surgeon worries that the screw may come out because of the incomplete insertion. No further information is available. Concomitant device reported: unknown plate (part# unknown ,lot# unknown, quantity 1) this report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 7 for complaint (B)(4).